Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported via phone, she was experiencing high blood glucose over 400 mg/dl while she was in the hospital. The insulin pump has been alarming no delivery. Customer was hospitalized for a stroke and the complete set was changed. Customer requested the device to be replaced since her blood glucose continues to be high. Customer was advised to discontinue use of the device and she agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.